Event description:
The risk manager reported the following event: inside the package of a 3.2mm dia. Length 28mm, there was a 3.5 mm length 40mm.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.